Event description:
The customer returned the camera head, an olympus asset, with no reported complaint. During device evaluation, water ingress was observed at the connector's anti-kink feature, within the imaging unit, and within the cable. Image distortion was also observed. The service report technician indicated that the most probable cause of these findings was component failure. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.